Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test. Self test failed because it returned a pump error 63 (variableinfo = 3). Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was used to check for any unusual pump error that appear in the unit's history files which may trigger a critical pump error (open book image) alarm. The adapt tool lists pump error 53 (filenumber = 26, linenumber = 3041) which occurred @ 12/31/2020 19:29:42. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; pcba1--back of the lcd screen. A visual inspection of u1 under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of moisture inside the lcd window was confirmed during testing. The pump error 53 (filenumber = 26, linenumber = 3041) is due to a software error, the pump error 63 (variableinfo = 3) is due to a broken trace at u1 pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported that the insulin ump was not exposed with moisture and also several pump errors occurred in previous day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.